Manufacturer narrative:
(B)(4). Barrel / flange damaged. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed.

Event description:
No additional information was provided.

Manufacturer narrative:
(B)(4) correction: following the submission of the initial MDR, it has been determined that the previously submitted report was sent in error, and the complaint will be cancelled. The associated MDR will be void.

Manufacturer narrative:
E.1. Address was not located and (B)(6) was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material # 309657. Batch # unknown. It was reported that the bd luer-lok barrel / flange was damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. "Caller reported caller was pulling syringe, and as he was taking out the excess air from cartridge the syringe shattered, causing caller to lose his insulin. With how many syringes/needles did the caller experience the issue? ¿ one. Was the syringe/needle reused? - no. Product with issue - bd 3ml syringe, pn 309657. Is product available for return to bd? ¿ yes. Cts informed caller bd might follow up regarding return of syringe/needle. Caller acknowledged. Product lot # - 230506. Did issue cause any injury? - no. How did the customer resolve the issue? ¿ changed syringe only and successfully filled a cartridge with insulin. Resolution ¿ no further xxx follow up is required."